Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they ran about 25 patient samples on the cobas integra 400 plus (i400+) analyzer and of these, one sample had an erroneous result for na+ electrode (sodium) that was reported outside of the laboratory. The sample initially resulted with a sodium value of 134 mmol/l, which was reported outside of the laboratory. The sample was sent to another laboratory for testing and the result was 143 mmol/l. The sample was later repeated on the i400+ analyzer, and the result was 140 mmol/l. The repeat results were believed to be correct. The customer repeated about 15 other patient samples after ise tower cleaning maintenance was performed on the analyzer. The sodium results were 3 to 4 mmol/l higher upon repeat. The customer stated that they corrected the sodium results for about 12 patient reports. The field service engineer found that a mixer setting was too high. He adjusted the mixer, checked the wash time, checked ise performance, and calibrated the ise tests. All results were within expectations. The customer calibrated and ran controls. Controls were within range. The customer repeated the complained patient sample on the i400+ analyzer after the service actions and the sodium result was 138 mmol/l. The customer corrected the patient value to 138 mmol/l. No adverse events were alleged to have occurred with the patient. The sodium electrode lot number was 21575047, with an expiration date of 21-sep-2018. The investigation was unable to find a definitive root cause.